Event description:
It was reported that during a pre-use check, the customer noticed air was leaking from the product. Also, the part where the tube tip and the cuff were connected was found deformed. No patient injury.

Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.